Event description:
It was reported that the patient's electrophysiology (ep) called to report that the patient this implantable cardioverter defibrillator (ICD) system passed away. The physician was out of the country and did not have access to that patients' medical records and wanted assistance with the home monitoring data however, the patient has not connected their communicator for over four years. The field representative called about a week ago to report that the patient had high shock lead impedance measurements measuring 150 ohms and the plan was to revise the lead. A lifevest was ordered in the meantime however, the patient didn't get it. It is unknown if the death was related to the device as this moment.